Manufacturer narrative:
(B)(4). The biomed reported that he tested the ventilator alarm and it was functioning normally. The alarm issue could not be duplicated. Technical support engineer instructed the biomed to run the extended self-test and ventilator on a test lung before putting it back to service.

Event description:
It was reported that during patient use, the therapist claimed he/she did not hear the audible alarm on the ventilator. The patient was placed on another ventilator as a precaution. The patient was not harmed or injured as a result of the event.